Event description:
The customer reported that the tip of the abbott diabetes care (adc) device was attached to their arm. The customer experienced bleeding and it was indicated that the they just removed the adc device. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.